Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual inspection confirmed the mesh suction plate was missing. A review of the device history record indicates the device met all inspection and test criteria prior to release. The most likely root cause for the reported event is too much force being applied to the device during use. The instructions for use states: "careful handling of the instruments is necessary to avoid damage or breakage as a result of excessive force." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the silver plate came off the end of the wand while being used in the patient. The piece was retrieved using a grasper. A larger incision was not required. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.